Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button will work as intended. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided.